Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report # 1627487-2017-05188. Reference MFR. Report # 1627487-2017-05194. Reference MFR. Report # 1627487-2017-05196. It was reported patient lost stimulation due to high impedance issues. Patient is pending surgery.

Event description:
Device 4 of 4, reference MFR. Report # 1627487-2017-05188. Reference MFR. Report # 1627487-2017-05194. Reference MFR. Report # 1627487-2017-05196. Follow up information identified the patient underwent surgical intervention where one of epidural lead was replaced with a new one on (B)(6) 2017. A system diagnostics revealed two leads were having impedance issues, but only one lead was removed. The other lead was not replaced due to patient anatomy. It is unknown which lead was replaced; therefore we are reporting on all possible leads.